Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there were instances where he would wake up in the morning and be on the floor because of low blood glucose levels. In one instance, he was able to get up and drink orange juice to bring his blood glucose up. Customer's blood glucose level was 30 mg/dl. The call was disconnected. The device was not returned.